Event description:
It was reported that an arteriotomy closure of the calcified right common femoral artery was attempted using a prostyle device after a coeliac trunk stenting interventional procedure using a 6f sheath. Reportedly, after deployment, bleeding continued which resulted in the use of manual compression. A significant decrease in pulse was observed therefore, ultrasound was performed and it showed that the vessel was obstructed. A vascular surgeon was called to treat the vessel surgically and it was confirmed that the vessel had been clamped [back-wall stitch]. Surgical intervention was used to treat the occlusion and achieve hemostasis. There was no adverse patient sequela. There was report of a clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The patient effect of occlusion is listed in the prostyle instructions for use (IFU) as a potential adverse event associated with use of the suture mediated closure devices.  The investigation was unable to determine a conclusive cause for the reported difficulties; however, the patient effects and treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.